Event description:
It was reported that there was no x-ray when using the 9800 system. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced a damaged interconnect cable assembly. The system was tested and found to be working as intended and placed back into service.